Event description:
A 3.0mm diameter by 30mm length s670 stent delivery system was inserted for treatment of a lesion in the right coronary artery. The calcified lesion was pre-dilated with a 3020 ptca balloon prior to the insertion of the stent delivery system. It was reported that the stent dislodged from the stent delivery balloon when it was advanced through a calcified area in the artery. The stent was subsequently snared and removed from the pt. There was no further treatment to the target lesion. The pt was reported to be stable post procedure and there was no additional clinical sequelae reported related to the event. The calcification in the artery contributed to the stent dislodgement.